Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead had become dislodged into the right atrium and had high thresholds and was unable to capture. The lead was programmed "off" at that time. The lead has now been capped and replaced. No patient complications have been reported as a result of this event.